Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Piece of the cotton broke off inside me... Couldn't locate it [foreign body in reproductive tract]. A piece of the cotton broke off inside me when removing it [complication of device removal]. Piece of the cotton broke off [device breakage]. Case description: consumer reported via social media that a piece of the cotton from tampon broke off inside of her while removing. She sought medical attention, however, the physician was unable to locate it. No serious injury was reported.